Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event.

Event description:
It was reported that the implant fractured due to loosening of screw. Tooth number 10 (universal).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, a fracture has been identified inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined for fracture from the investigation was product subjected to occlusal loading. For loosening, was abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified for loosening however did occur for fracture. The fracture has been identified inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.